Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient received two leads with the same lot number. It was reported the patient is experiencing ineffective stimulation due to lead migration. Diagnostic testing reveals invalid impedance on the left lead. It is unknown which lead is implanted on the left side, therefore all possible leads are being reported. Surgical intervention may be undertaken as the next course of action to address the issue.

Event description:
Follow-up identified surgical intervention was undertaken on (B)(6) 2015 at which time the lead and ipg were explanted and replaced. During the surgery, it was noted the left lead was completely broken off and disconnected from the ipg, although the lead¿s contact bands were still secure in the header. Effective coverage was achieved postoperatively.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.